Manufacturer narrative:
(B)(4).

Event description:
The patient's friend or family member indicated that the patient noticed a lump on their back near their incision, so they went into urgent care. A CT scan was performed and it was thought it was an infection around the lead. The patient was on their second round of IV antibiotics and the medical staff thought the implant needed to come out. The caller had been unable to reach the managing health care professional (hcp). Other relevant medical history includes rsd/causalgia-complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.